Event description:
It was reported that the pt had a pump implanted on (B) (6) 2008, with an initial daily dose of gabalon of 75 mcg day. The intrathecal gabalon dose was titrated from 95 mcg/day to 600 mcg/day between (B) (6) 2008 and (B) (6) 2008 for spasm control. The pump was programmed to simple continuous mode through (B) (6) 2008 and was programmed to flex mode on (B) (6) 2008. On (B) (6) 2008, (B) (6) 2008 and (B) (6) 2008, the pt experienced episodes of convulsions and loss of consciousness with short periods of recovery. These symptoms were moderate in severity and non-serious. A pump operability test and catheter x-ray study was performed on (B) (6) 2008. No abnormal findings were reported. There was no data regarding drug volume in pump operability test, no catheter occlusion, and no clear intraspinal obstruction. On (B) (6) 2008, the pt experienced vomiting which was mild and not serious. The pt recovered from the vomiting in (B) (6) 2008. There was no intervention or treatment reported for the symptoms during that time period. On (B) (6) 2008, (B) (6) 2008, and (B) (6) 2008, the pt again experienced convulsions and loss of consciousness with short periods of recovery between. On (B) (6) 2008, the pt experienced anorexia/loss of appetite; no intervention or treatment was reported for the anorexia/loss of appetite. These symptoms were moderate in severity and not serious. The gabalon dose titration occurred between (B) (6) 2008 and (B) (6) 2008, from 500 mcg/day to 250 mcg/day for the adverse events. The pt was recovered from the convulsions, loss of consciousness at an assessment on (B) (6) 2008. It was later reported that the adverse event initially appeared to be related to gabalon, but the event was ultimately judged to be unrelated to gabalon because it was determined that psychological factors had played a role. This reported info included that the pt's vomiting resolved on (B) (6) 2008. In (B) (6) 2008, the pt was administered depakene fine granules and intravenous alleviating and horizon. The catheter was noted as "unk" in relationship to the events of seizure and loss of consciousness. On (B) (6) 2009, the pt experienced "full body seizure" and loss of consciousness. Horizon was administered intravenously. The gabalon dose was 510 mcg/day on (B) (6) 2009; 364.8 mcg/day on (B) (6) 2009; and 300 mcg/day on (B) (6) 2009. Per the reporter, the event was moderate in severity, unk in relationship to the investigational drug and catheter. Overdose was suspected as the cause of the symptoms, but a causal relationship could not be established. The pt was recovered at an assessment on (B) (6) 2009.

Manufacturer narrative:
(B) (4).